Manufacturer narrative:
(B)(4). The sample availability and the lot number is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report for a leak was not confirmed as the sample was not available for evaluation. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) to report a low drain volume alarm while on the homechoice during initial drain. The caregiver (cg) stated that there was a leak in the homepatient's (hp) transfer set and that hp had leaked out her last fill. The technical service representative (tsr) advised the cg to end therapy and call the nurse. The tsr then walked the cg through ending therapy early procedure. No patient injury or medical intervention was indicated at the time of the initial report.